Event description:
It was alleged that a patient had a pulmonary embolism while using coaguchek xs meter serial number (B)(4). The patient reportedly has antiphospholipid antibody syndrome and lupus antibodies. Per product labeling: "the presence of anti-phospholipid antibodies (apas) such as lupus antibodies (la) can potentially lead to prolonged clotting times, i.e., they may cause false-high inr values. If you have or suspect that you have apas, contact your doctor and do not continue inr testing with this device." The reporter was advised of the limitation. The reporter alleged the following meter results, also verified in the returned meter memory : 2.6 inr at 6:30 a.m. On (B)(6) 2021. 1.0 inr on (B)(6) 2021. On (B)(6) 2021, the patient was reportedly off of warfarin medication in preparation for a planned procedure that took place on (B)(6) 2021. 1.1 inr at 8:18 a.m. On (B)(6) 2021. 1.3 inr at 7:58 a.m. On (B)(6) 2021. 3.8 inr at 8:30 a.m. On (B)(6) 2021. The reporter did not know if any changes were made to the patient's medication based on this result from (B)(6) 2021. The patient allegedly arrived at the hospital on (B)(6) 2021. Upon arrival to the hospital, the patient allegedly had a result of 2.1 inr at 11:30 a.m. Using an unknown laboratory method. The patient's d-dimer test result was reportedly negative, but a computed tomography (CT) scan with contrast allegedly showed a blood clot in the patient's pulmonary artery. The patient was reportedly monitored overnight and then allowed to return home. On an unknown date in (B)(6) 2021, the patient reportedly went back to the hospital for what was suspected to be a pulmonary embolism. A bronchoscopy determined the patient had diffused hemorrhaging in the lungs due to her lupus. A CT scan with contrast reportedly determined that the patient's blood clot in the pulmonary artery from june had grown larger. As of (B)(6) 2021, the patient's therapeutic range was reportedly changed to 3.0 - 4.0 inr due to the alleged pulmonary embolism. The patient's testing frequency is reported to be weekly on tuesdays. Prior to (B)(6) 2021, the patient's reported therapeutic range was 2.5 - 3.5 inr. On (B)(6) 2021, the patient reportedly returned to the hospital due to shortness of breath. At the hospital at 6:04 a.m., the patient reportedly had a laboratory result of 3.4 inr. Initially it was believed that the patient's pulmonary embolism/blood clot from june/october had branched off into the same artery, but there was a new blood clot. The patient was reportedly placed on an intravenous heparin drip and an intravenous diuretic to try to get fluid off of the patient's lungs. The patient was also reported to have been put on oxygen. It was reported the patient was initially released from the hospital on (B)(6) 2021, but the patient allegedly was unable to breathe well and was not herself at home. The patient was reported to have been taken back to the hospital on (B)(6) 2021. The patient is alleged to be currently in the hospital on an intravenous heparin and diuretic drip, taking oxygen, and taking antibiotics. A d-dimer test of the patient was reported to be negative at this time.

Manufacturer narrative:
Medical assessment of the events by a roche physician concluded that the initial pulmonary embolism on (B)(6) 2021 led to the subsequent events described. The customer's meter and test strips were requested for investigation and replacement product was sent to the customer. On a regular basis, coaguchek strips of lots currently valid in the market are tested as part of routine retention testing and results have passed the internal inspection. The reporter's meter and strips were provided for investigation where they were tested using retention controls. Testing results (qc range = 4.1 - 6.8 inr): qc 1: 5.1 inr, qc 2: 5.1 inr, qc 3: 5.1 inr. Results: all inr values were within the specified maximum difference between measurements. No error messages occurred. The returned and the retention material meet the specifications. Per product labeling: "coaguchek uses human recombinant thromboplastin. Therefore, the comparability to other human recombinant thromboplastins is best, whereas higher deviations can occur with other thromboplastins. However, those higher differences between thromboplastins of different (rabbit, bovine based) origin are not a coaguchek specific issue. Similar differences can be observed when a human recombinant thromboplastin-based laboratory method is compared against several other (rabbit, bovine-based) laboratory methods." Occupation: the occupation is patient/consumer.

Event description:
It was alleged that a patient had a pulmonary embolism while using coaguchek xs meter serial number (B)(4). The patient reportedly has antiphospholipid antibody syndrome and lupus antibodies. Per product labeling: "the presence of anti-phospholipid antibodies (apas) such as lupus antibodies (la) can potentially lead to prolonged clotting times, i.e., they may cause false-high inr values. If you have or suspect that you have apas, contact your doctor and do not continue inr testing with this device." The reporter was advised of the limitation. The reporter alleged the following meter results, also verified in the returned meter memory : 2.6 inr at 6:30 a.m. On (B)(6) 2021. 1.0 inr on (B)(6) 2021. On (B)(6) 2021, the patient was reportedly off of warfarin medication in preparation for a planned procedure that took place on (B)(6) 2021. 1.1 inr at 8:18 a.m. On (B)(6) 2021. 1.3 inr at 7:58 a.m. On (B)(6) 2021. 3.8 inr at 8:30 a.m. On (B)(6) 2021. The reporter did not know if any changes were made to the patient's medication based on this result from (B)(6) 2021. The patient allegedly arrived at the hospital on (B)(6) 2021. Upon arrival to the hospital, the patient allegedly had a result of 2.1 inr at 11:30 a.m. Using an unknown laboratory method. The patient's d-dimer test result was reportedly negative, but a computed tomography (CT) scan with contrast allegedly showed a blood clot in the patient's pulmonary artery. The patient was reportedly monitored overnight and then allowed to return home. On an unknown date in october 2021, the patient reportedly went back to the hospital for what was suspected to be a pulmonary embolism. A bronchoscopy determined the patient had diffused hemorrhaging in the lungs due to her lupus. A CT scan with contrast reportedly determined that the patient's blood clot in the pulmonary artery from june had grown larger. As of (B)(6) 2021, the patient's therapeutic range was reportedly changed to 3.0 - 4.0 inr due to the alleged pulmonary embolism. The patient's testing frequency is reported to be weekly on tuesdays. Prior to (B)(6) 2021, the patient's reported therapeutic range was 2.5 - 3.5 inr. On (B)(6) 2021, the patient reportedly returned to the hospital due to shortness of breath. At the hospital at 6:04 a.m., the patient reportedly had a laboratory result of 3.4 inr. Initially it was believed that the patient's pulmonary embolism/blood clot from june/october had branched off into the same artery, but there was a new blood clot. The patient was reportedly placed on an intravenous heparin drip and an intravenous diuretic to try to get fluid off of the patient's lungs. The patient was also reported to have been put on oxygen. It was reported the patient was initially released from the hospital on (B)(6) 2021, but the patient allegedly was unable to breathe well and was not herself at home. The patient was reported to have been taken back to the hospital on (B)(6) 2021. The patient is alleged to be currently in the hospital on an intravenous heparin and diuretic drip, taking oxygen, and taking antibiotics. A d-dimer test of the patient was reported to be negative at this time.

Manufacturer narrative:
Medical assessment of the events by a roche physician concluded that the initial pulmonary embolism on (B)(6) 2021 led to the subsequent events described. The customer's meter and test strips were requested for investigation and replacement product was sent to the customer. On a regular basis, coaguchek strips of lots currently valid in the market are tested as part of routine retention testing and results have passed the internal inspection. The reporter's meter and strips were provided for investigation where they were tested using retention controls. Testing results (qc range = 4.1 - 6.8 inr): qc 1: 5.1 inr, qc 2: 5.1 inr, qc 3: 5.1 inr. Results: all inr values were within the specified maximum difference between measurements. No error messages occurred. The returned and the retention material meet the specifications. Per product labeling: "coaguchek uses human recombinant thromboplastin. Therefore, the comparability to other human recombinant thromboplastins is best, whereas higher deviations can occur with other thromboplastins. However, those higher differences between thromboplastins of different (rabbit, bovine based) origin are not a coaguchek specific issue. Similar differences can be observed when a human recombinant thromboplastin-based laboratory method is compared against several other (rabbit, bovine-based) laboratory methods." Occupation: the occupation is patient/consumer.